Event description:
The customer reported via phone call that the customer received the no delivery alarm followed by continuous motor error alarms on the insulin pump. The customer's blood glucose was unknown. The customer explained that they worked in an area with strong magnets. While troubleshooting, the customer stated that they also received the motor position encoder error alarm. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the excessive no delivery test or verify other error alarms due to the motor error alarms. The pump also had minor scratches on the lcd window.